Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon reportedly observed that the megasuturecut needle driver instrument was not holding the needle properly. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not replicate the reported case symptom. The instrument was observed to have passed the intuitive motion test, including the needle grip test when driven. There was no other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.